Event description:
It was reported that the patient was unable to recharge the ipg after not charging it for two years. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.